Event description:
It was reported that stent damage occurred. A 32 x 3.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was retrieved from the patient, the physician noticed that stent struts in the mid part were popping up from the surface of the balloon. The device was removed in one piece. The procedure was completed with a different device. No patient complications were reported and the patient's status was well and stable.

Manufacturer narrative:
Di: (B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. Several of the stent struts at the centre of the stent were raised off the balloon material and were bent distally. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. There were no issues noted with the shaft polymer extrusion profile. The hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 32 x 3.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was retrieved from the patient, the physician noticed that stent struts in the mid part were popping up from the surface of the balloon. The device was removed in one piece. The procedure was completed with a different device. No patient complications were reported and the patient's status was well and stable.